Event description:
Customer reported no image on monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and found the communication board loose. Reseated board. System operates as intended. This MDR is related to ge healthcare complaint.